Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen lps-flex. It is reported by the patient's counsel that the patient received an implant on (B)(6) 2010 and was revised on (B)(6) 2012 due to pain. Note that the nexgen lps-flex is zimmer warsaw design. Although the tim patella is the only component that is zimmer tmt design, it is unknown if it was revised during this surgery.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.